Event description:
The ge stenoscop fluoroscopy system had numbers appear on the screen.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the system hard drive to correct the issue. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.